Event description:
It was reported via repair work order that the cot height adjustment racks would lock into place intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The field technician was unable to duplicate the alleged issue. The field technician replaced the height adjustment racks and extension springs as a precautionary measure.